Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed and slight scratch marks were noted on the external flat surface of the titanium adapter, not in the seal area. It is likely that these marks relate to tool marks when opening or closing the titanium adapter. All box dimensions of the sample received were measured with no issues noted. Functional testing was also performed with no issues noted. The reported problems were not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a titanium adapter was having a connection issue between both the home patient¿s pd catheter and transfer set. The connection issue led to fluid leakage from an unspecified location on the connection between the pd catheter and titanium adapter. The issue was resolved by removing the titanium adapter and replacing it with a new one. There was no patient injury or medical intervention associated with this event. No additional information is available.